Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or watchdog timeout alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unexpected restart, external ram crc error alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump was making a high pitch noise, performed own troubleshooting and everything went back to normal. The patient¿s blood glucose level was 200-300 mg/dl at the time of the incident. Customer also reported getting multiple alarms. Customer completed troubleshooting and was able to rewind the device. Customer performed self test and passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.